Event description:
It was reported that an opaque object could not be retrieved and remained inside the patient. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, when the rotawire crossed the lesion and the burr was advanced in dynaglide mode, and just as the tip was about to come out of the guide catheter, an opaque object that shaped like some kind of marker, about 1/3 the size of the burr appeared along the wire. An attempt was made to retrieve it with a suction catheter and also tried to entangle it with .014 guidewire, but it proceeded to the distal part along the wire. In the end, it moved to the small branch of the distal part of left anterior descending, so it could not be retrieved, and it was left as is. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. Inspection of the device did not identify any damages or defects. There appeared to be saline and blood particulate located near the burr of the device. Media attached shows the complaint device in several photos, however foreign material (fm) could not be confirmed as it was reportedly left in patient. No damage or irregularity is visible within the provided photos.

Event description:
It was reported that an opaque object could not be retrieved and remained inside the patient. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, when the rotawire crossed the lesion and the burr was advanced in dynaglide mode, and just as the tip was about to come out of the guide catheter, an opaque object that shaped like some kind of marker, about 1/3 the size of the burr appeared along the wire. An attempt was made to retrieve it with a suction catheter and also tried to entangle it with .014 guidewire, but it proceeded to the distal part along the wire. In the end, it moved to the small branch of the distal part of left anterior descending, so it could not be retrieved, and it was left as is. The procedure was completed with another of the same device. There were no patient complications reported post procedure.